Manufacturer narrative:
A functional check with the returned drill bit and angle drill found the drill bit appears to be a little loose when attached to the drill. The root cause is attributed to wear out of the angle drill. The date code for the drill is a1107 indicating the instrument was manufactured in november of 2007 and is almost 9 years old. A two-year search of the complaint database did not identify a trend for this failure for the drill product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the surgery on (B)(6) 2016, reported under com (B)(4) they found the drill bit rotate unstably when they attached the drill bit to a drill shaft and activated it.